Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6). It is reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air tightness was noted insufficient. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.